Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level (900 mg/dl) due to an adhesive issue with the infusion set as the site fell off from her body. Therefore, they tried to treat the high blood glucose level with correction injection via multiple daily injection/correction bolus via pump, but on (B)(6) 2021, she was admitted to the hospital due to diabetic ketoacidosis, where the patient received fluids of saline, insulin and unspecified intravenous medication (drug name unknown), which resolved the issue. On (B)(6) 2021, the patient blood glucose level was 600 mg/dl and she was released from the hospital the same day with no permanent damage when the blood glucose level dropped to 152 mg/dl. Moreover, the patent did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.